Manufacturer narrative:
On 08/22/2016 a medtronic representative, following-up at the site, reported the site declined to replace the articulating arm stating they use it for axiem. Suspect articulating arm will not be returned to manufacturer for analysis.

Event description:
A medtronic representative reported a site navigation system articulating arm that was difficult to tighten down fully. No further details regarding the damage, or how it occurred, were provided. The site only uses this articulating arm for axiem cases. There was no patient present when this issue was identified.